Manufacturer narrative:
(B)(4). Date sent: 06/2/2010. Evaluation summary: the handpiece was received with the mount loose. It was connected to a generator, evaluated with a test instrument and no functional issues were found. The instrument was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the loose mount affected handpiece functionality and may have resulted on an error code 3.

Event description:
It was reported that during a sigma procedure, a handpiece error was received. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.